Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch regarding the same issue, closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 3 open and unused samples with needle detached from the thread, and the thread is still wound on the pack. Although without any closed sample we cannot carry out an analysis in order to take a decision, taking into account the open samples received and that there are previous confirmed complaints of this code-batch regarding the same issue, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/european pharmacopoeia and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the defective samples received show that the needle escaped from the thread. Final conclusion: considering that the samples received do not fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported a needle detachment before use. No additional information was provided.